Manufacturer narrative:
The t:flex pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump unexpectedly shutdown intermittently. Upon a review of the pump data, tandem technical support (cts) confirmed that the customer received low battery power alerts prior to shut down; the contact acknowledged. Cts educated the customer that the shut down was caused by normal battery depletion and suggested for the customer to charge the pump while disconnected; contact acknowledged. Additionally, it was reported that the customer received multiple button alarms. The contact stated that the customer wore the pump in pockets without a case. Cts verified with the contact that the wake button was working as expected and educated the customer on the reason for the alarm; contact acknowledged. The customer's blood glucose level went up to 336 mg/dl and was addressed with a bolus via the pump. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
Corrected data: product problem removed, (B)(4), summary clarification: as the customer experienced multiple issues on the same day, the customer was unable to verify if the button alarms were related to the elevated bg level. The investigation has been completed. Based on the analysis, the alleged malfunctions were not verified. However, a different issue was identified.